Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a difference in the work date due to a mistake in setting the programmer date and time prior to software installation. It was also noted that the stylus was not working, the power cord bay was damaged, the hard drive health was less then 100% and verified date and time hold correct settings. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.